Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the cable jacket on the modular cable was confirmed. The modular cable system controller was tested with the returned system controller (serial#: (B)(4), and a mock loop. The damage to the modular cable jacket was further examined, and it was found to be just cosmetic. The modular cable passed the modular (104285) v4 test. The damage to the modular cable¿s cable jacket was cosmetic and did not affect the modular cable¿s ability to function as intended. The system was able to support pump function for an extended period. The root cause for the damage was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. The patient's system controller is reported under MFR#2916596-2019-04634.

Event description:
It was reported that the modular driveline outer cover was torn near the controller connector. The corner was loose on the face of the controller and moisture will be able to enter. No further detail was provided.